Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the neuro-tip leg is due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. The cutter could not be inserted due to the bearings are worn out and loose create a situation where the cutter is not able to be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. Failure was caused by worn out bearings. The assignable root cause was determined to be due to normal use and servicing over time, the failure was caused by worn out bearings if additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the craniotome device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had a drilled neuro tip leg and the cutter could not be inserted. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.